Event description:
Reportedly, the patient was admitted to the hospital on (B)(6) 2013 feeling unwell (but not related with its pacemaker). An ECG strip was taken with and without magnet - vvi pacing at approximately 70min-1 was observed. Patient died on the same day, but it was not related to the pacemaker. The device was explanted in the mortuary. It was reported that: on (B)(6) 2012, the battery impedance was 6.9 kohm and predicted longevity at 5 months (+/- 1 month); the predicted longevity had dropped by 18 months over the last 12 month period. The patient was listed for box change at this point - her planned procedure was canceled at (B)(6) 2012 due to ill health and it was rescheduled for (B)(6) 2013. (B)(6) returned the device for analysis and would like explanation regarding battery depletion.

Manufacturer narrative:
Date: (B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.